Event description:
It was reported that patient was asking about laser nerve therapy and stated "I have been diagnosed with a nerve disease due to the pacemaker implant and would like to know about laser nerve therapy." The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku

Manufacturer narrative:
Asku